Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was damaged. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Arc marks were noted in the proximal area of the distal shocking coil. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Analysis confirmed the allegation made against the lead in the field due to the presence of arc marks.

Event description:
It was reported that this right ventricular (rv) lead was damaged. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.